Event description:
It was reported that they received a device in a damaged box (hole was on tyvek of the package, the sterility has been compromised). No patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device with the serial number (B)(4) was returned inside of the sterile package. It was noted that the tyvek had a hole. The hole was located in the upper half of the tyvek near the upper seal. An inspection of the hole shows that the damage appears to originated from the outside to the inside of the tyvek. Timing of the damage to the package could not be determined.